Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a warning power on reset (por) error message. The therapy had stopped due to por. The patient reported that he charged his ins, went to turn on his ins with his patient programmer (pp) and he encountered the call hcp ¿ por message. The patient reported that ¿it acted like it was charging¿ but he gets the por message when he tried to turn on his stimulation. The patient reported that he had seen this message before but was able to bypass it previously. It was noted that patient had a recent surgery and it could have contributed to the issue. The patient reported that the surgery was not related to the ins. The patient reported he had ¿multiple issues¿ and these ¿issues¿ were not related to the ins. Additional information was received from the patient on 2018-07-26. The patient reported that he was able to charge his implant, but after the previous call he was getting the information por message on the patient programmer (pp) screen and he couldn¿t get in touch with his healthcare provider (hcp). The patient was assisted in clearing the por. The patient confirmed the ins was at 75% charge level on the pp screen and the pp battery was low. The patient turned the therapy on at group c at 3.10 v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.